Event description:
The rptr stated that rptr did meter to hcp meter comparison tests. Rptr's meter reading was 131 mg/dl, and rptr's dr's meter (unknown type) had a result of 80 mg/dl. The timing of the tests was not known. Rptr did not have any symptoms. No harm was alleged. On follow up, the rptr has pneumonia, did not do control testing. Rptr will call back if any further problem.